Manufacturer narrative:
H10 additional narrative: corrected:h3 product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. The noted damage is consistent with device wear out through low cycle fatigue and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they don't know how the instrument was broken. It was noticed when they came out of sterile processing the instruments was broken specifically, handle broke off im rod.